Event description:
It was reported the ventricular lead displayed oversensing, noise and varying impedance. The save to disk data interpretation suggests a misaligned ring connection on the device. The system is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.